Event description:
Original surgery date: 2003. It was noticed on x-ray that the left side rod had migrated. A revision surgery was performed to remove and replace the rod 7 mos later. Another rod slippage was noticed and 4 months later, a second revision surgery was done and all implants were removed. The pt had fused and no other instrumentation was done.